Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag had leaked from the top left corner. This event occurred after compounding the device with an unspecified solution. It was further reported that the issue with the bag was due to the seal. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the top left weld area was not sealed through to the edge of the bag. Functional testing was performed and revealed a leak from the top left corner. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.